Event description:
The device was used during a laparoscopic nissen fundoplication. It was reported during dissection of the short gastrics, coagulation did not occur. He was using the lcs which is being returned. Surgeon reported difficulty with the product from the initial use. The pt was opened (laparotomy) to control the bleeding and the case was completed with suture. It is unknown at this point if blood transfusion was required. Surgeon is very familiar with the use of the lcs.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area, no and external physical damage, no. Functional tests & results: blade not energize/cut correctly, no. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The blade was received in good condition. The blade was tested and was found to be functional. The housing was not returned for evaluation. It could not be determined why the tissue did not coagualte. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as is reported in order to continuously improve co's products.